Manufacturer narrative:
We are awaiting the return of the device for investigation. A follow-up report shall be submitted upon completion of the device evaluation.

Event description:
The physician stated that the balloon ruptured and got stuck. The operating room team performed a cut down on the arm (access point) to retrieve the balloon.